Event description:
The pt reported experiencing elevated blood glucose of 320 mg/dl in 2009. The pt's normal blood glucose level is 100-180 mg/dl. The pt does not believe the infusion device is delivering insulin accurately. No further info was provided. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.